Manufacturer narrative:
Product was returned to manufacturer. Breakage was confirmed however, marks of blood were found on the box and the product. Which prevent its inspection. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. In addition , the analysis of the stock track linked to this batch number shows no deviation that might have an impact on this event. Some inconsistency was found in the reporter event description concerning the use of the alleged device. Clarification will be requested. Investigation still in progress. Conclusion not yet available.

Event description:
Roi-a : broken cage during packaging opening. On (B)(6) 2018 it was notified to the manufacturer that an incident happened during a surgery on (B)(6). According to the reporter, an implant roi-a was found broken upon package opening . Product was returned to manufacturer on (B)(6). The breakage was confirmed , however no examination of the product could be performed as it was not decontaminated. Spots of blood were found on the external box and on the implant suggesting the product was used. According to the reporter, this implant was not used during the surgery. An update was received on (B)(6) mentioned that the product was used in normal condition and upon the opening of the blister, the implant was found broken. No explanation was provided about the blood marks on the cage. No impact on patient or on the surgery were notified. Investigation still in progress and additional clarification will be requested from the reporter as there is an inconsistency of the event description.

Manufacturer narrative:
D2: type of the device: common device name: avenue l lateral lumbar cage, avenue t tlif cage system, roi-a alif cage system, roi-t implant system. The returned implant was examined, the cage was confirmed to be fractured. Based on the visual inspection showing blood on the device and packaging, along with the nature of the breakage, it appears that this device was used in the surgical setting when this failure occurred. Per the complaint, the "hospital confirmed that the device was not used on patient." Since the information regarding the timing of the event is conflicting, the cause cannot be determined. DHR review showcased that there were no nonconformances or temporary deviations associated with the lot that would have contributed to this failure.

Event description:
It was reported that during the procedure, the roi-a cage was found broken when the blister pack was opened. It was not used during surgery and therefore no surgical or patient impacts were reported.